Event description:
The physician reported that he had 3 patients total (one twice), who developed pulmonary edema. All procedures were performed under general anesthesia. The physician was uncertain if these events were related to onyx. No patient injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was consumed.